Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented for surgery for peri-prosthetic fracture. Hip stem was revised with competitor's. Acetabular liner revised to accommodate 36mm femoral head.